Event description:
It is reported that the patient is experiencing pain.

Manufacturer narrative:
Evaluation summary: surgical notes were provided for review and found unremarkable. The surgical notes do not suggest a root cause. Both the trial and final reduction were found to have stable range of motion. The leg length and offset seemed to be equalized. Cause cannot be definitively determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.